Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified. No usb cable was received for investigation therefore no evaluation could be performed for the usb cable allegation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. A new charging cable was sent to the customer.